Event description:
It was reported that a beta bionics ilet user disconnected from the pump because the ilet was giving an alert to change dexcom g7 cgm or enter blood glucose (bg), and the user did not understand what this meant. The agent explained the alert and assisted with pairing the g7. After reconnecting, 1.882 units of insulin were administered. The patient experienced hyperglycemia of 210 mg/dl and confirmed levels decreasing to 199 mg/dl. The agent later confirmed with bg report a reduction to 128 mg/dl on (B)(6) 2025 at 7:29am. There were no symptoms experienced by the patient during this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.